Event description:
During surgery the nurse observed that it was not possible to remove one screw from the tray. So, the surgeon turned the module on its top and banged it on table without its lid. This resulted in screws falling out of the tray. They had to find and identify one of the several available screws which resulted in causing a delay in surgery of approx 30 minutes.

Manufacturer narrative:
Investigation in progress, but not yet complete.